Event description:
It was reported that the inlay drum pliers had a defect, and the tip of the pliers no longer grips.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: according to the information received, ¿defect of an inlay drum pliers. According to the customer, the tip of the pliers no longer grips.¿ the product returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis revealed that duraloc poly extractor exhibits an overall worn appearance, consistent with normal and constant usage for over 20 years. Additionally, the distal tip/grip was found rounded and worn down. The observed condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A functional test was not performed as the mating device was not returned for evaluation. However, based on the damage of the tip, it is reasonable that the observed condition prevents the device from holding its mating device as intended. The overall complaint was confirmed as the observed condition of the duraloc poly extractor would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code (j0301) provided is not a valid finished goods lot#. H11 additional narrative: corrected: h3.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint recon described in this report. H11 additional narrative: added: d4 lot, d9, h4. Corrected: d4 primary UDI number. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.